Manufacturer narrative:
One opened suture, in a cloth, in a pouch, in a bag was received for the report of suture was thin near tip, suture broke during surgery. Sample was visually inspected and found to be non-conforming, only one needle returned. Suture is light in color not black and broken. A dimensional inspection was done for suture diameter and sample was found to be conforming. Functional testing for suture strength and channel smash was performed and found to be conforming. Because the suture was noted to be lighter in color, a second visual inspection took place. The channels of the needle were opened, the sample was visually inspected and was found to be conforming for black suture color inside of the channels. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned sample was found to be non-conforming visually with broken sutures, however the sample was conforming for all functional and dimensional testing associated with the reported event. Therefore a suture was thin near the tip, suture broke during surgery as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the suture was manufactured to specifications. Suture material samples are tested at incoming for tensile strength and diameter and visually inspected for any defects such as discoloration and frays. Sutures are also 100% inspected by trained operators for discoloration and frays and for proper attachment during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during surgery, an ophthalmic suture was thin near the tip and broke. The surgery was completed after replacing the product with another one. There was no patient impact reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).